Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2019 due to high blood glucose level of over 500 mg/dl. The customer¿s reported blood glucose levels were 89 mg/dl, 58 mg/dl, 114 mg/dl, 286 mg/dl, 331 mg/dl, 237 mg/dl, 132 mg/dl, 194 mg/dl and 82 mg/dl. The customer reported that they were treated with insulin drip at the hospital. The customer did not reported any symptom related to high blood glucose level. The customer reported that they were hospitalized for 2 days because the insulin pump and sensor was not working. The insulin pump will not be returned for analysis.